Event description:
Event description guidant received information that this right ventricular lead displayed intermittent loss of capture. The device was programmed to aai mode and while in this mode, the field representative questioned whether the v to v variation counter was valid.